Event description:
On (B)(6) 2012, the patient was undergoing a thrombectomy procedure. The physician advanced the reperfusion catheter 041 into the m1 and inserted the separator 041. After starting aspiration, the physician found it was not aspirating properly and checked the aspiration tubing. It was then revealed that air was seeping through the switch. The physician used another new aspiration tubing finish the procedure. In regard with the reperfusion catheter 032, the catheter was broken as the physician withdrew it from the catheter holder to start aspiration. The physician used another new reperfusion catheter 032 to finish the procedure. This MDR is associated with MDR 3005168196-2012-00375.

Manufacturer narrative:
Revised device investigation: after additional testing it was found that the original conclusions made were not correct. See below for revised investigation results. Results: investigation on (B)(4) 2013: the aspiration tubing underwent two tests for functionality. First the tubing was tested for flow rate. A demonstration tubing set was used and aspirated at a rate of 16 ml/min. The damaged tubing aspirated 10 ml/min. The aspiration tubing was then tested for vacuum pressure. The demonstration tubing maintained a vacuum pressure of -27 in hg. The damaged tubing maintained a vacuum pressure of -26 in hg. Conclusion: the investigation showed that the cracked aspiration tubing does not aspirate adequately. The vacuum pressure did not appear to change drastically. The tubing is non-functional. The source of the crack is unknown. This issue will be monitored according to the complaint handling and trending procedures.

Manufacturer narrative:
Results: the aspiration tubing is complete and undamaged. The aspiration tubing was connected to an example pump. Connected to just the sealed canister, the pump vacuum pressure reads -27.0 in hg. With the tubing as returned connected to the canister and sealed, the pump vacuum pressure measured -26.0 in hg. The lure connections in the tubing and switch were loose as returned. Once the connections were tightened the pressure measured -27.0 in hg. The tubing and the switch are fully functional. The aspiration tubing assembly showed a slight leak as noted in the complaint. The cause of the leak was loose lure fittings. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.